Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presenting with chest pain was diagnosed with coronary heart disease myocardial infarction. During the subsequent interventional therapy it was reported that there was difficulty advancing the 3.00x22mm resolute integrity rx coronary drug eluting stent, it could not pass the lesion and the stent was noted to be deformed. It was indicated that the catheter was also damaged. The procedure was completed without issue using another stent.

Manufacturer narrative:
The patient had no injury. If information is provided in the future, a supplemental report will be issued.